Manufacturer narrative:
Device evaluation summary: the returned closurefast device was examined. One kink on the catheter shaft was observed. Kinking was observed on the catheter coil area. The tag on the device indicated lot 553683x. An unknown residue was observed on the catheter handle. The kinking on the coil was approximately 6.70cm and 7.20cm from the distal tip. The kink on the catheter shaft was approximately 18.10cm from the distal tip. The catheter cable connector was examined: all pins were visually inspected to be straight. The catheter connector plug shown slight visable markings on the plug area. The catheter did not pass all of the continuity and resistance functional testing. The catheter failed functional testing on the gen erator. The proper device was not recognized by the rfg2 generator when plugged in, the expected low temperature advisory was not displayed when activated. When the cycle began on the rfg2 generator the advisory message ¿advisory: impedance low. Replace device¿. The kinking on the coil shaft was viewed under microscopic observation. It is observed that a burn mark on the coil/fep had occurred causing coil damage and exposing the coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with an rfg2 for a radiofrequency ablation treatment of the great saphenous vein (gsv) under local anesthesia with the use of tumescent infiltration and without the use of compression. When connected to the generator, a ¿defective catheter¿ message was displayed. A new catheter had to be opened to complete the procedure which was used with the same generator without issue. No additional treatment required. No patient injury reported.